Event description:
The technician alleged that the side rail will not lock into the raised position. No pt impact.

Manufacturer narrative:
The technician found the side rail was very dirty at the mounting bracket and center arm assembly. The technician cleaned the side rail assembly to resolve the issue.